Event description:
According to the info received, an end user reported a catheter with eyelets sharp/rough. The end user reported that there was pain at the removal of the catheter because the eyelets were too sharp.

Manufacturer narrative:
The return of the device has been requested; however, it appears the device is not available for eval. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. No files attached.